Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, displayed an error message. Details of the error message were not provided. Restarting the imaging system three times did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect mobile view station (mvs) interface cable has been received by manufacturer for evaluation. The reported issue was confirmed. Cable was tested using cable validator and the cable failed bench test and communication test. An open was found between two pins. Cable passed continuity test and had normal wear. The hardware investigation found that reported event was related to a hardware electrical failure.